Event description:
On (B)(6) 2012, the reporter contacted animas to report that on (B)(6) 2011, the patient "had a syncopal episode" and hit a parked car while driving. At that time, the patient's blood glucose level was tested to be 50 mg/dl. The patient was transported to the hospital; his specific treatment was not provided. The patient reported that prior to this event, he had over-bolused his insulin dose. The patient also claimed that he occasionally obtained erratic readings, both low and high. The patient managed his blood glucose level by consuming carbohydrates when his blood glucose levels were low, and blousing for the elevated readings. Troubleshooting revealed the pump date/time, basal setting and all other programming were correct. There was no evidence the pump was not accurately and correctly delivering insulin. The patient's technique was incorrect by over-bolusing his insulin. However, as the patient suffered blood glucose levels and symptoms suggesting severe hypoglycemia after this occurred, and received emergency medical attention, this complaint is being reported.

Manufacturer narrative:
Follow-up #1: date of submission 09/23/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the black box began on (B)(6) 2012. Due to continuous use of the pump, the black box data and histories for the event have been overwritten. The available daily insulin delivery totals correctly reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. Unrelated to the original complaint, the display was discolored and the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.